Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning¿. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on march 27, 2017 the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital in (B)(6). The patient had a scheduled removal approximately 3 months later, on or about (B)(6) 2016 by dr. (B)(6). The physician was unable to remove the filter because it had tilted and the retrieval hook of the filter was embedded in the caval wall. The patient had a second scheduled removal approximately 2 months later, on or about (B)(6) 2016 by dr. (B)(6), who despite using a ¿hangman¿ removal technique was unable to snare the hook of the filter and was unable to retrieve the filter due to embedment. It was noted that during this procedure one of the legs of the filter was found to be perpendicular to the filter. The patient had a CT scan performed on or about (B)(6) 2016 which showed the nose of the filter extending significantly outside the lumen of the vein. It also showed that the filter is extending horizontally to the right, close to the renal capsular. The patient then had a third scheduled removal on or about (B)(6) 2016 with dr. (B)(6), again, who was unable to removal the filter because the filter hook was embedded. The patient alleges significant injuries including an embedded filter, perforation of the vena cava and the inability to remove the filter. Argon¿s attorneys are attempting to gather information.